Event description:
Pt had a thrombectomy and catheter was stuck in profunda femoris dxt. The physician had to do a cut to get the catheter out. No pt injury was reported.

Manufacturer narrative:
We have not received the device for evaluation and were not able to verify the failure mode. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during the manufacturing and packaging processes and there were no unresolved issues related to the complaint event. We also were not able to receive any additional information from the hospital. The hospital could not provide any specific details regarding the incident. The physician who performed the procedure left the hospital and moved to another country. Therefore, the communication link was broken. In addition, please note that no pt injury was reported.